Event description:
It was reported that pump displayed insulin amount that did not match what customer expected, including static fill estimate of 85 units after reservoir was filled and previous difficulty priming tubing. Technical support also explained that unusual fill estimate could occur due to pressure differences and would resume counting down once actual insulin remaining matched displayed value. After further troubleshooting, customer remained unhappy and requested replacement, so technical support arranged for in-warranty replacement pump. Customer will continue to use current pump.